Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing heart-racing and shortness of breath. Upon device interrogation, artifact tracking resulting in elevated v-pacing rates was observed. Right atrial lead noise was noted and reproducible in clinic. Programming changes were performed. The patient was stable and will continue to be monitored.